Event description:
A 68-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, novocure received a medical record dated on (B)(6) 2025, indicating that the patient experienced significant scalp itching and burning associated with the arrays. It was noted that the patient was allergic to the adhesive. The patient was advised to use body lotion to alleviate scalp discomfort while off the device and to avoid alcohol and adhesive remover products that could trigger an allergic reaction. Additionally, the physician noted that the patient had an ongoing need for the use of prescribed hydroxyzine for pruritus, sleep disturbances, and anxiety. On (B)(6) 2025, the prescribing physician confirmed that the patient experienced pressure from the optune gio device, which contributed to the reported issues. According to the prescriber, the patient required an ointment for treatment.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the hypersensitivity cannot be ruled out. Anxiety and sleep disturbances were unrelated to device use. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching and rarely may even lead to severe allergic reactions.